Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as a touch contamination which occurred from diarrhea. The peritonitis was manifested by abdominal pain, diarrhea, and cloudy pd effluent. On the same day as onset, the patient was hospitalized for the event and the patient began treatment for the peritonitis with ceftazidime and cefazolin (doses, frequencies and routes not reported). Twelve days after onset, the treatments with ceftazidime and cefazolin were discontinued and the patient began treatment for the peritonitis with vancomycin, imipenem and ciprofloxacin (doses, frequencies and routes not reported). Two weeks later, treatments with vancomycin, imipenem and ciprofloxacin were discontinued; the patient was recovered from the event and was discharged from the hospital. At the time of this report, pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.